Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-307 an unspecified number of patient isolates (escherichia coli) had a high mic (false resistant) result for the drug ertapenem. The user verified the final result using e-test strip. The user also noted the failure for qc results. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for high mic results for ertapenem (etp) when using panel phoenix nmic/ID-307 (catalog number 449289) batch number 5266662. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was analyzed, and no current trends were identified associated with this defect. Historical trending was reviewed and there were no trends for high mic results for panel sku 449289. To investigate, retention panels from the complaint batch were inoculated with qc isolate escherichia coli a25922 to observe for etp mic results. Next, control panels from the same material but different batch were inoculated with qc isolate escherichia coli a25922 to observe for etp mic results. The investigation returned all panels with satisfactory susceptible etp sir and mic results, therefore this complaint is not confirmed. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the panel phoenix nmic/ID-307 an unspecified number of patient isolates (escherichia coli) had a high mic (false resistant) result for the drug ertapenem. The user verified the final result using e-test strip. The user also noted the failure for qc results. No health impact or consequence reported.